Event description:
Screwdriver to screw head interface striping on new variax 2 screws. Both 2.4 and 2.7. The screwdriver was used with other screws, was then swamped out mid case after multiple screws stripped and no problems after screwdrivers were exchanged.

Manufacturer narrative:
Evaluation summary: the reported event that screwdriver to locking screw head interface striping could not be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The striping can be caused by wrong angulation of the screwdriver blade or inappropriate diameter of the torx. The op tech 1 variax 2 distal radius (ref# (B)(4) rev 1) was reviewed. The following statement related to the reported failure mode is included: ¿to avoid disengagement of the screwdriver blade from the screw during insertion, axial pressure is recommended.¿ [original statement] the performed handling test for the screwdriver blade t8 ao, self retaining (cat# 703663) showed that the screwdriver blade works as intended. Screws (cat# 656024/-416) were inserted into the predrilled bone simulation material renshape (B)(4). The reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Screwdriver to screw head interface striping on new variax 2 screws. Both 2.4 and 2.7. The screwdriver was used with other screws, was then swamped out mid case after multiple screws stripped and no problems after screwdrivers were exchanged.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.